Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in (B)(6), and declared end of life (eol) less than 90 days later in (B)(6). It was noted the device had received a fault code for a charge timeout of greater than 45 seconds when eol was reached. Surgical intervention was performed to explant and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Laboratory analysis confirmed that the device did declare elective replacement indicator (eri) due to extended charge times, and that the eri to end of life (eol) window was less than 90 days, however the device exceeded longevity and was within specification per device labeling. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Laboratory analysis determined the short eri to eol time frame and the extended charge times were induced due to faster battery depletion that was caused by enabling the device to beep in sensed and paced events during eri. The device operated according to specification per device programming.